Manufacturer narrative:
The unit was returned for investigation; it ran > 3000 runs without problems. The datacard was not returned, so further investigation into the root cause is not possible. A new unit was provided to the customer which is running without problems on the original rail.

Manufacturer narrative:
The unit has been returned to the manufacturer and the investigation is ongoing.

Event description:
The unit passed through the first end stop, the chair tilted, and then the unit stopped. The user fell from the chair but was uninjured.